Event description:
It was reported that during a da vinci si surgical procedure, the customer experienced a system error code 23. With the assistance of isi technical support engineering (tse) the site performed a power cycle and an emergency power off of the system, however, the issue recurred. The patient was under anesthesia when the surgeon decided to abort the planned procedure and reschedule for a later date. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code 23 experienced by the customer was associated with a patient side manipulator (psm) setup-joint harness. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The setup-joint (suj) harness is an electrical cable which carries power and communication between the psm, the suj and the controlling processor. The system was repaired by replacing the affected suj harness. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. On (B)(6) 2012, isi contacted da vinci coordinator, (B)(6) at (B)(6) hospital and she indicated that prior to starting a da vinci si ent procedure, when the surgical staff attempted to move the patient side cart (psc) towards the patient, a patient side manipulator arm would not moved. (B)(6) indicated that the patient had cancer; however, she indicated that she did not recall the specific procedure to be performed. (B)(6) indicated that she is unable to provide any additional information concerning the patient. As of (B)(6) 2012 there have been no reported recurrences of the issue at this hospital.